Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation surgery with an unknown brand of gel implants (date of implantation (B)(6) 2005) and was diagnosed with stage 1 left breast cancer. The patient was diagnosed by (B)(6), an oncologist at (B)(6). At this time, the patient is unsure if the implants are mentor or allergan or if the implants are smooth of textured. Also, mentor has received no information regarding explantation or an expected explantation date. No further information was provided. Should additional information become available, this case will be re-assessed and notes will be updated.